Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056 - advance laa. (B)(6) it was reported that on (B)(6) 2023, a 31mm amplatzer amulet was implanted in a patient. About 30-45 minutes after successful deployment of the device, in operating room holding, patient was noted to have frequent premature atrial contractions (pacs) and premature ventricular contractions (pvcs) on telemetry, with shortness of breath. Transthoracic echocardiogram at bedside showed migration of the device from the left atrial appendage to mitral inflow area, causing a partial obstruction. The patient remained hemodynamically stable with bp: 98/68, hr.: 70's with pacs. Cardiovascular surgery was done as the device could not be removed transcutaneously or transvenously. Device was released from mitral valve without causing damage to the mitral valve. And left atrial appendage was ligated. The patient is stable.

Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The implanter believes that the cause of the migration causing a partial obstruction. Based on the information received, the reported migration or expulsion of device (migration) appears to be related to procedural condition.